Event description:
It was reported that pump malfunction occurred while customer was working on farm in extreme temperature, and malfunction code was displayed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction happened again.